Event description:
On 2/12/97, while the pt was receiving nursing care; the flexible tube connecting the pt's tracheotomy to the ventilator broke. The failure of the flexible tube caused a system breakdown which led to the pt not receiving oxygen. The pt became cyanotic immediately and his heart ceased. The nurse was able to maintain the pt's airway, performed CPR and activated 911. The pt regained consciousness while hospitalized. The pt was discharged from the hospital on 2/14/97 with no residual problems.